Event description:
It was reported that an unspecified quantity [at least fifteen(15)] of amia automated pd cycler sets had patient line green pull ring caps that were¿loose¿ inside the individual packaging. The caps were at the bottom of the bag. This occurred during set up of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.